Event description:
It was reported that a peek spacer broke during insertion. The broken pieces were removed and the procedure was completed successfully with another implant. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding device was used for treatment, not diagnosis. The sample was returned with the titanium portion detached from the peek. Functional testing provided a reassembly of the device and revealed that the reported detachment is possibly indicative of applied rotational forces being exerted during the insertion. A review of the device history records did not show related issues.